Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, six days following a laparoscopic colon procedure, there was a rectal anastomotic leak and dehiscence. The patient had a reoperation using a traditional technique.